Event description:
Caller reported a malfunction on pump, specifically malfunction code malf 12, with a fault ID of 0x2071. Issue did not cause blood glucose levels to exceed 500 mg/dl, indicating no adverse impact on customer¿s blood glucose level. Technical support provided pump reset information and assisted caller with resetting pump, after which malfunction code did not recur. Customer was advised to continue using pump and to call back if any malfunction code recurs, which caller acknowledged and understood.